Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The visual and tactile inspection was performed and found that the wire was broken and kinked. Moreover, approximately 194.0 cm of the proximal section was not returned. All the outer diameter measurements are within the specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR ID # 2134265-2014-05587. Reportable based on analysis of relate device completed on (B)(4) 2014. It was reported that advancement difficulties were encountered. A 90% stenosed target lesion was located in a moderately tortuous and severely calcified proximal left anterior descending artery. A 1.75mm rotalink¿ plus and a rotawire were selected for use. While attempting to advance the burr onto the guide wire, severe resistance was noted. No patient complications were reported and the patient's status is good. However, analysis of the related burr catheter revealed a fragment of the guide wire was lodged within the burr.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MFR ID # 2134265-2014-05587. Reportable based on analysis of relate device completed on (B)(4) 2014 it was reported that advancement difficulties were encountered. A 90% stenosed target lesion was located in a moderately tortuous and severely calcified proximal left anterior descending artery. A 1.75mm rotalink¿ plus and a rotawire were selected for use. While attempting to advance the burr onto the guide wire, severe resistance was noted. No patient complications were reported and the patient's status is good. However, analysis of the related burr catheter revealed a fragment of the guide wire was lodged within the burr.